Event description:
It was reported that the procedure was performed to implant a pacemaker in the distal coronary sinus of the left ventricle (lv). When implanting the pacemaker with a .014 whisper ms guidewire (gw), the tip of the wire was noted separated during the device removal after force was applied. The separated tip was left in the small vasculature of the coronary sinus branch. There were no adverse patient sequela nor clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported material separation was confirmed. A review of the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. A review of production records and the complaint handling database was not performed because the lot number was not reported. It was reported that the tip separated during removal. Analysis of the returned guidewire confirmed the separation. The separation face was jagged, indicating force applied at a kink or bend. It is likely that manipulation of the wire, during use, contributed to the tip separation. The separated portion of the wire remains within the anatomy. There is no indication of a product quality issue with respect to manufacture, design, or labeling. D4: a partial UDI was provided as the lot number is not known.

Event description:
Subsequent, to the previous report filed it was reported that the tip of the guide wire separated when attempting to place pacemaker lead in the coronary sinus. There was no resistance during withdrawal nor additional force used. The separated tip remained in the patient with no additional intervention. No additional information was provided.additionally, based on the date of event, hospital, physician, and case details matching, (B)(4) filed under 2024168-2025-02997-01, was determined to be a duplicate event of (B)(4).